Event description:
It was reported that the user performed a factory reset of the ilet following healthcare provider guidance after experiencing repeated low glucose episodes. The user received education on appropriate hypoglycemia treatment using oral fast-acting carbohydrates and pump best practices. Symptoms included hypoglycemia with associated sleepiness/drowsiness and confusion/disorientation, along with a subsequent hyperglycemia excursion after initial overtreatment. Blood glucose ranged from 48 mg/dl to 225 mg/dl. Outcomes included no long-term health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper treatment technique, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.